Event description:
It was reported that bd ultrasafe plus¿ passive needle guard was getting jammed. This occurred on 18 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: 18 pcs samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection of the symptom perceived by customer. All retained sample passed on syringe spin test and pin gage test. Visual analysis does not show any abnormality. Potential cause of the difficult to assemble problem can be the control of the cutting knife is not robust enough and the definition of the checking points was not clear enough in the previous version of the work instructions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe plus¿ passive needle guard was getting jammed. This occurred on 18 separate occasions. No serious injury or medical intervention was reported.